Manufacturer narrative:
(B)(4). Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the femoral introducer, the jugular introducer, the filter, and the dilator were returned in the original tray. When investigating the parts it is clear that the filter and the femoral introducer have been in contact with patient (blood). Two of the primary filter legs are slightly out of shape and the filter looks slightly curved. The filter hook is pulled out of shape and there are marks on the ball on the filter hook. The marks are probably caused by a forceps. Three penetrations and one mark from an anchor on a primary leg are found ~15 mm from distal tip of the femoral introducer system. Furthermore, marks are found on the end of the tip from the primary filter legs. The sheath was then cut open, revealing 2-3 mm drag marks prior to each penetration. No kink or other damages on the sheath. Based on the investigation, it seems like the filter is released by mistake, while still inside the femoral introducer system. Then the femoral introducer system, including the filter, is retracted from the patient. While outside patient the filter is retracted from the femoral introducer by use of a forceps on the filter hook. Consequently, drag marks and penetration on the introducer system and marks on the ball of the filter hook from e.g. Forceps. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2011: during implanting, the filter got stuck in the propelling movement catheter and resulted the catheter broken. Doctor retrieved the filter and stopped procedure, change another filter to finish the procedure. Patient outcome: the patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.